Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported left side "is liquid in the middle of the prostheses", "wrinkles, and they seem softened, wilted", "discomfort", "the prosthesis is wilted and it seems now that it has formed points/peaks", "many undulations and sometimes it seems to be broken with many points. I did routine exams and they are in fact with a lot of cracks". The device remains implanted.